Manufacturer narrative:
The catheters were discarded after the procedure and no information is available regarding the model or lot number. However, the physician felt that the perforation was procedure related rather than product related. Catheters are 100% inspected in-process and at final inspection for electrical and mechanical integrity to ensure they met the specification requirements. As stated in the instructions for use (IFU), "vascular perforation is an inherent risk and that the catheter shouldn't be forced into the vessel."

Event description:
Ten minutes post atrial fibrillation procedure, the patient's blood pressure dropped and was noted to have a cardiac tamponade on ultrasound. A pericardial tap was performed and the patient's vital signs returned to normal. The patient was monitored overnight and is doing well.